Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 7 of the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: fistula and inflammation. No further patient complications were reported.